Event description:
The lay reporter / mother contacted lfs on (B) (6) 2010 alleging missing segments on the patient's one touch ping meter. A medical surveillance specialist (mss) spoke to the mother on march 4, 2010 and obtained the following information. The reporter mentioned that on (B) (6) 2010 in the evening, she noticed black marks on her daughter's one touch ping meter and not missing segments. The patient had tested earlier that day and had obtained "normal' readings and did not see any black marks earlier that day. The patient continued to take her usual dosage of insulin when the meter had been displaying the missing segments. The patient did not exhibit any symptoms. The patient did not have a back up meter to test her blood glucose. The patient had to go visit the orthopedic surgeon on (B) (6) 2010 around 4pm because, the patient had difficulty walking. She did not exhibit any symptoms. At the physician's office, they did an x-ray and found out that the patient has an infection on her legs due to diabetes. The patient was given another device to test her blood glucose. Her reading was in the high 300's on a loaner one touch ping meter and in the hospital she was treated with more insulin. The product was replaced. The mother mentioned that this was the first time her readings had been high in the 300's. Her readings now are back in the mid 100's which is considered "normal" for her. The mother denied any meter trauma. The complaint is being reported since the reporter mentioned that due to the black marks on the meter, the patient developed symptoms two days later and had to be treated in the physician's office for hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.